Event description:
It was reported via repair work order that the unit's zoom function sometimes works and will take off on its own. Stryker technician evaluated the unit and was not able to duplicate the failure. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the unit's zoom function sometimes works and will take off on its own. Stryker technician evaluated the unit and was not able to duplicate the failure. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.